Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had the patient receive a burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 22 events were previously reported during the reporting quarter; however:  - 5 events were reported in error. - 17 previously reported events are included in this follow-up record. Product return status 16 devices were received. 1 device was not available for evaluation. Event confirmation status 9 reported events were confirmed. 7 reported events were not confirmed. Evaluation results 3 devices were found to be affected by corrosion. 11 devices were found to be affected by compromised lubrication. 2 devices were found to be affected by damaged bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 22 events were reported for this quarter. Product return status: 14 devices were received. 1 devices were not available for evaluation. 7 device investigation type has not yet been determined. Event confirmation status: 7 reported events were confirmed; the cause was traced to component failure. 7 reported events were not confirmed. 7 evaluations are still in progress. Evaluation results: 2 devices were found to be affected by corrosion. 5 devices were found to be affected by compromised lubrication. Additional information: 22 devices were not labeled for single-use. 22 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had the patient receive a burn.